Manufacturer narrative:
This report is being updated to report additional information provided by the customer.

Event description:
The indication for the bronchoscopy was abnormal computerized tomography (CT) scan with bilateral lower lobe atelectasis. Respiratory culture results: light growth streptococcus, alpha hemolytic fungal: exophiala salmonis / exophiala cancerae. Course of illness (physician visits): pulmonologist: (B)(6) 2021- hospital/scope f/u. Still complaining of shortness of breath (sob), cough, wheezing. Pulmonologist: (B)(6) 2021- university of rochester-consult - medication changes. Pulmonologist: (B)(6) 2021-still complaining of sob, wheezing improving. Pulmonologist: (B)(6) 2021- 2 week follow-up (f/u), wheezing/sob significantly improved. Pulmonologist: (B)(6) 2021-f/u continues to improve. Pulmonologist: (B)(6) 2021 rochester pulmonologist consult- discussed improvements. Primary care physician (pcp): (B)(6) 2021- increased sob/wheezing, recommended to go to emergency room (ER), patient refused pulm: 3/24/21: has had worsening asthma. Prednisone 50 mg started. Pulmonologist: 3/31/21- continues with uncontrolled asthma. Continues with cough, wheezing, sputum. Pulmonologist: 4/22/21: peak flow now at baseline. Feels her symptoms are now well controlled at this time. The patient received routine treatment bactrim 3x week) no documentation found related to treatment of fungal culture. Current condition is described as back to baseline.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h4, h6, and h10. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touches them. This device is one of 3 different bronchoscopes associated with a cluster of 13 patients who experienced positive (for exophiala lecanii-corni) bronchioalveolar lavage (bal) cultures collected during a procedure using one or two of the 3 scopes (bf-1th190 -sn(B)(6), bf-1th190 sn(B)(6), bf-uc180f sn(B)(6). All three of these scopes were sent to a third party lab for culture. None of these three scopes tested positive for exophiala lecanii-corni as identified in the patients. Bf-1th190 -sn(B)(6) tested positive for micrococcus luteus. Bf-1th190 sn(B)(6) tested positive for staphylococcus hominis. Bf-uc180f sn(B)(6) tested positive for corynebacterium species. None of the 3 scopes used in the 13 procedures tested positive for the same microorganism identified in the patient bal cultures, and each of the 3 scopes cultured tested positive for different microorganisms. This information suggests that is likely the scopes are not being properly reprocessed. Olympus offered the facility a visit from an endoscopic support specialist (ess) to come onsite to evaluate their reprocessing procedures and provide education to the staff as indicated. The facility declined this offer. The definitive cause of the user's experience could not be determined. Based on the investigation findings available, it is likely incorrect reprocessing contributed to the reported events.

Manufacturer narrative:
This event has been reported by the importer on MDR# 2951238 - 2021 - 00313. The device referenced in this report has not been returned to olympus for evaluation (the device was sequestered by the facility for internal investigation) . The investigation is ongoing. The definitive cause of the users experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported an unspecified time frame after a bronchoscopy procedure using an elvis exera ii ultrasonic bronchovideoscope, the patient developed an exophiala lecanii-corni infection. The customer states there are trying to determine if there is a correlation between the scope and the infection. Numerous attempts have been made to gather additional details regarding the reported event with no response from the customer/risk department.